Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable was damaged and was unable to charge the pump battery. Upon removal of the cable from the pump usb port, the metal portion of the cable end remained in the usb port. Contact was advised to remove the piece. Customer's blood glucose was 133-134 mg/dl. Multiple attempts were made to confirm there were no further issues; however, contact did not reply.